Manufacturer narrative:
The complaint of a leak was confirmed, and will be considered manufacturing related. A leak was detected at the needle hub of the returned safestep infusion set. A chr of lot # d824110 showed three other similar product complaint(s) from this lot. ((B) (4), (B) (4), (B) (4)).

Event description:
During 46 hour infusion, the facility has had safestep needles leak where the plastic meets the metal.